Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pulse generator device lead exhibited twiddler's syndrome which caused the leads to retract up to the collar bone causing phrenic nerve stimulation (pns). The movement was confirmed with a chest x-ray. The patient underwent a surgical intervention wherein the device was repositioned and new leads connected. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pulse generator device lead exhibited twiddler's syndrome which caused the leads to retract up to the collar bone causing phrenic nerve stimulation (pns). The movement was confirmed with a chest x-ray. The patient underwent a surgical intervention wherein the device was repositioned and new leads connected. No additional adverse patient effects were reported.